Manufacturer narrative:
A company sales representative examine the system and was unable to duplicate the reported problem. The representative tried to duplicate the event multiple times with different cassettes. However, the event was verified in the event log. All the fluidics assembly connections were reseated and the cassette ID pcb assembly was replaced for diagnostic purposes. A sample was sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported after completing 15 cases, while setting up for the last case, an advisory code appeared and was not able to be cleared. Three cassettes from different lots were tried, but advisory code would not clear. The last case was cancelled. The last patient scheduled had been prepped for surgery. Drops and IV sedation had also been administered.